Event description:
The epidural catheter wire was disconnected from the yellow connector. The site at disconnection had been reinforced with silk tape per braun for connection problem. The epidural had to be removed to avoid any potential risks of infection and the pain mgmt had to be adjusted. FDA safety report ID# (B)(4).